Event description:
This ra lead was noted due to lead dislodgement. It was repositioned on (B)(6) 2014. The physician and healthcare facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).